Manufacturer narrative:
The field service technician on site could not duplicate original reported complaint. Install 5.26.3 software, upgrade ultrasound sw, calibrate foot pedal, and install tube filter. Ran all necessary system checks and found no errors. The machine was released for clinical use. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported the system stopped working mid case, after reboot got bl.exe error. Switched system to finish case which took around 5-10 minutes. It is unknown if they gave more anesthesia the patient was under sedation.